Manufacturer narrative:
The calibration recovery data provided was acceptable. Based on the calibration and qc data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.

Event description:
There was an allegation of questionable crej2 creatinine jaffé gen.2 results for 1 patient sample on a cobas 8000 c702 module. The initial crej2 result was 75 umol/l. The patient questioned the result and the sample was repeated. The sample was repeated and the repeat result was 92 umol/l.

Manufacturer narrative:
The reagent lot number is 755381. The expiration date was not provided. The qc recovery data provided was acceptable. The investigation is ongoing.